Event description:
I have ICD implanted on (B)(6) 2009. The device didn't give me any warning or alerts that the battery needed to be changed. On (B)(6) 2016, the battery life was 2.4 years and (B)(6) 2017, I was advised that the battery device at eri and needed to be changed. Also in the report indicate that there was an alert on (B)(6) 2017 at 12:44 pm that pt rotifer delivered. I didn't get or feel any alert or vibrate at all. Also how come the battery life drained from 2.4 years to eri in 6 month and few days. I am scheduled to have the ICD generator changed on monday (B)(6) 2017 at 6:00 am at (B)(6) hospital.